Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual analysis of the device, a rupture was noted in the between the patch and shell. During the microscope examination striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jul-2021, upon review, it was determined that mentor did not receive specific patient consequence. Since there is no applicable patient consequence code (h.6. Health effect - clinical code), the coding was updated with insufficient information (e2401). The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a skin laceration repair with a 700cc mentor tissue expander prosthesis and experienced postoperative deflation (side unknown). Inflation fluid was leaking from the expander, and the patient was hospitalized to remove the broken expander. The date of implantation was estimated based on the invoice date of the device, and the date of explantation was estimated based on the reported event day of (B)(6) 2019.